Event description:
An unknown pt was admitted for vena cava filter insertion. The indication for the procedure was pulmonary embolus. The vena cava was described as 23.17mm. There were no acute bends or tortuosity. A trapease permanent vena cava filter 90cm was selected for the procedure. The product was inspected prior to use and there were no anomalies noted with the device or any sub-components. The deployment sheath and stylet were flushed with heparinized saline. There was no difficulty advancing the deployment sheath or the filter to the target. The obturator remained fixed as the deployment sheath was pulled back; however, only the upper half of the filter deployed. The lower portion of the filter did not open. The filter was retrieved via a combination of snare devices and interventional retrieval items. Upon inspection of the device outside the patient, it appeared that there was a "membrane" covering the lower portion of the filter.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.